Manufacturer narrative:
(B)(4). The event occurred on either (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On either the same day or one day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as admission to the hospital, the patient was treated with cefazoline (route, dose, frequency, and duration not reported) and fortum (1 vial, exact dose, route, frequency, and duration not reported). One day after admission to the hospital, the patient began treatment with vancomycin (route, dose, and frequency not reported, duration not reported though ongoing at the time of this report) and injection prepenem (route, dose, and frequency not reported, duration not reported though ongoing at the time of this report). Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was still hospitalized and was not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unreported date approximately three months prior to the receipt of this report, the patient discontinued extraneal and physioneal therapies. On an unreported date, the patient was transferred to hemodialysis. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.